Event description:
It was reported that there was noise on the atrial lead. The patient had some atrial tachycardia. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6942 implantable defibrillation lead, 2001-(B)(6). (B)(4).